Event description:
The hospital reported a malfunction resulting in inability to switch ventilation modes as expected during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent assembly was replaced to resolve the issue. No patient information provided to date after calls to customer 03/24/22 and 04/12/22. Unique identifier: (B)(4). Legal manufacturer: (B)(4).